Event description:
The guide wire was lodged in plaque in the pt's vessel, and while attempting to remove the guide wire the tip detached and became lodged in the plaque inside the pt. The physician inserted the guide wire into the pt in circumflex coronary artery. The guide wire was advanced forward and become lodged in plaque wire by torquing it, but no response from the guide wire. The physician attempted to remove the guide wire and pulled hard on the guide wire and it became detached just behind the transition of the radiopaque tip. The tip of the guide wire measuring 3cm in length remained in the circumflex vessel.